Event description:
It was reported that the pt had the first carotid stent procedure on the right side (one stent) in 2005 enrolled as a pt. The pt returned to have the left carotid artery stented about two weeks later on the left side (three stents - one in internal and two in external artery) enrolled as a pt. The pt returned to the hospital a week later with seizure and stroke like symptoms. A week later the pt was confirmed to have had a stroke. Four days later, the pt died.